Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with several episodes of inappropriate automatic mode switch (ams) due to right atrial lead noise. The noise was duplicated with isometric exercises. Programming changes were not made. The patient was not dependent. The patient was stable.